Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient death) has been investigated. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires in the cable. Additionally, the ECG d dome was reportedly missing. It was reported that CPR was performed on the patient while they were wearing the lifevest. The root cause for the strained cable was excessive force. The root cause for the missing ECG dome could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During the investigation of an electrode belt following a non-reportable patient death, a reportable malfunction was found.